Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other clip delivery system, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed because clip (cds0602-xtr/lot 81029u172) became stuck in the chordae resulting in premature clip deployment and embolization, requiring a snare removal. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, tethered leaflets, and massive annulus dilatation. Clip delivery system (cds0602-xtr/lot 81029u172) was advanced to the mitral valve, however, the leaflets were unable to be grasped. The clip was inverted and retracted to the left atrium (la), however, the clip became stuck in the chordae. Attempts were made to free the clip, but instead the inverted clip spontaneously deployed from the cds. It was decided to retract the gripper and lock lines and, as both lines were retracted, the clip embolized and floated to the la. Two clips were able to be deployed. After deployment of the 2nd clip (cds0602-xtr/lot 80929u148), the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment-slda). Another clip was implanted to stabilize the sdla clip, reducing the mr to 2. The embolized clip was able to be snared and removed from the patient without complication, however, it resulted in a delay in the procedure. No additional information was provided.

Manufacturer narrative:
Patient codes: 2687 labeled. Device codes: 1528 labeled. Internal file number - (B)(4). Correction: patient code 2687 was added; device code 2578 was removed and replaced with code 1528. Evaluation summary: all available information was investigated, and the reported issues could not be tested during returned device analysis as issues are related to patient anatomy or procedural circumstances related. The hinge pins were found to be disengaged from the connector hole. Additionally, a broken lock lever shaft and l-lock tabs were observed. The broken l-lock tab was possibly a result of the additional force applied during manipulations to remove the device from the anatomy. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. The reported issues could not be tested during returned device analysis as issues are related to patient morphology/ procedural circumstances. However, the broken l-lock tabs and damage identified on the clip components are consistent with the reported difficulty removing the device from the chordae and subsequent premature clip deployment. The reported embolism appears to be related to procedural conditions. The reported foreign body in the patient is related to additional follow up with the account which could not confirm if the clip components (harness and connector) were completely retracted from the patient. Detachment of the connector and harness are cascading effect of the hinge pin detachment. The reported patient effects of embolism and foreign body in patient are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on information, it appears that the challenging anatomy influenced the reported issue of difficult to grasp the leaflets, and procedural conditions/user technique influenced difficulty to remove the device from the anatomy. A definitive cause for the premature deployment could not be determined. The broken lock lever shaft may be related to a product quality issue. A potential product issue was confirmed due to the observed hinge pin disengagement. Engineering investigation to date has determined that unintended excessive force applied to the clip can cause hinge pin disengagement in the mitraclip xtr design. These issues are being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The FDA z number has not yet been provided to the manufacture. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip xtr clip delivery system, april 18th 2019, recall file under medwatch # 2024168-2019-03206.

Event description:
Subsequent to the previously filed report, the following information is being provided: abbott submitted medwatch # 2024168-2019-03206 on april 23, 2019 with notification of the voluntary recall, (remedial action initiated) for events related to unexpected clip opening. Abbott recently received eleven reports of xtr clips unexpectedly opening and becoming nonfunctional resulting from unintended excessive force applied to the clip during implantation. Once the clip becomes nonfunctional, the inability to close and remove the device has led to surgery or additional intervention. This event is one of the eleven. To prevent unintended excessive force from being applied to the clip, abbott developed revised instructions for performing the steps establish final arm angle and invert the clip arms. The field safety notification (fsn) includes these revised instructions. Abbott will train all mitraclip implanters on the revised instructions.

Manufacturer narrative:
Internal file number - (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.